Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. The patient was scheduled for a lumbar MRI for assessment of a possible abscess in spinal area where the scs system was placed. No further complications were reported.

Manufacturer narrative:
Previous device codes, patient codes and evaluation codes no longer apply. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) reporting the possible abscess occurred on (B)(6) 2018. It was indicated that the results of the MRI indicated that there was no abscess. No actions were taken as there was no abscess. (Previous allegation of a possible abscess was refuted). MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable events.